Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation, the reported issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high definition lcd monitor powered down during inspection prior to patient procedure. The procedure was successfully completed after monitor was unplugged and plugged back in. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.